Event description:
It was reported that the patients ipg became unable to communicate with external devices following an unrelated surgery wherein the device was placed into surgery mode. As a result, the ipg was replaced via surgical intervention on (B)(6) 2024. It was also noted that the left lead had migrated. The lead was not replaced or repositioned on (B)(6) 2024; however, surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.